Event description:
It was reported that this right ventricular (rv) lead was explanted due to it presenting high impedance measurements out of range, with the lead tested through psa and the lead and header connection checked, with no issues found. A new device was implanted. The device has been returned and is pending analysis. No additional patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 130 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high impedance measurements out of range were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to it presenting high impedance measurements out of range, with the lead tested through psa and the lead and header connection checked, with no issues found. A new device was implanted. No additional patient effects were reported.